Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed the batteries to be received with 11.81 volts direct current (vdc) and the siemens (s) too low to register for the first battery and 13.06 vdc and 481 s for the second battery. After charging the first battery did not hold enough conductance to pass specification of 375 s. During load testing the batteries should last 52 minutes but were only able to last two minutes. Per log data analysis, the system was powered on and off on (B)(6) 2020. The next time the system was powered on was (B)(6) 2020 (off > eight months). After that much time the battery was completely drained as reported (expected behavior). Due to the improper maintenance the batteries should be replaced. The field service representative provided the end user additional information on how to properly maintain the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, the unit was installed on 07-apr-2020, put into storage unplugged and not used ever. The fsr found the battery voltage at 0.00 volts (v). He plugged the unit in, turned it on and came back to complete the pm. While trying to complete the battery test, the voltage started at 17.89v and then within four minutes it was at 1v. The test was stopped and the unit was plugged back in. The fsr replaced the battery. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) had a battery failure. There was no patient involvement.